Manufacturer narrative:
Device evaluation: 1 x evo-fc-20-25-12-e of unknown lot number was not returned to cirl for evaluation. With the information provided a document based investigation was conducted. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all evo-fc-20-25-12-e devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the evo-fc-20-25-12-e is from unknown lot number, a review of the relevant manufacturing records cannot be conducted. As per instructions for use, ifu0061-5 instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the user did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the torturous patient anatomy, as noted in additional information received there was resistance felt when trying to place the stent in the correct position. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: customer complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations, "the catheter was kinking. Due to multiple procedures, the physician was not able to proceed any further."